Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision was discovered following a hard restart of the navigation system. A confirmation image acquisition on a medtronic imaging system found that the first screw placed was accurate while the next two screws were misplaced. The two screws were located superior and in the disc space. The surgeon the removed the inaccurate screws, brought in a c-arm and re-positioned the screws. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided.